Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacture date of the device is unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation in 2007 that during an endoscopic retrograde cholangiopancreatography using a gold probe electrocautery device (patient age and gender unknown) "the tip broke off". A previous gold probe was used with the same results. The physician opted to leave both tips in the patient. No patient complications were reported.